Event description:
It was reported that the pump flowed too fast. The symptoms reported were: vertigo, no appetite and vomiting. In addition, the report stated that the infusion had completed (pump emptied) in approximately two (2) days - the expected infusion period for this pump according to the reported fill volume is approximately four (4) days.

Manufacturer narrative:
On november 29, 2006 we received on used device (lt 270-132, easypump, 270 ml vol, 2 ml/hr) for evaluation and investigation. A performance test of the pump is currently underway; I-flow will submit a follow-up report upon completion of the test.